Event description:
--------

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that during a follow up visit interrogation revealed that this pacemaker was at end of life (eol). There is an allegation of premature battery depletion. This device was explanted and replaced with a new device. This device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, this device will be analyzed and this investigation will be updated.